Manufacturer narrative:
Additional information received by smiths on (B)(6) 2021 via email: all issues were discovered at testing. There was no patient involvement. Event problem and evaluation codes: updated after device evaluation device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated, the customer reported problem was not verified. The device found no issue with downstream occlusion activation too high during testing. Therefore, no fault found with the issue. However, "cassette not attached properly" was found in the event history log, so downstream occlusion sensor was replaced as a preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported issue was seen in the event log. To further investigate, a functional check was performed. The customer's reported problem was not verified. The device found no issue with downstream occlusion activation too high during testing. Therefore, no fault found with the issue. However, "cassette not attached properly" was found in an event history log, it was recommended to replace downstream occlusion sensor as preventive measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device downstream occlusion sensor, dso, activation was too high. It is unknown if there was a patient, or clinician injury associated with this occurrence.